Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the customer had installed three different cameras, and all were showing an inverted image. The customer reseated the sterile adapter and in-installed the endoscope to resolve the reported problem. The customer continued with the procedure as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was not a camera issue but rather an incorrect adapter issue. The inverted view was due to improper installation of the adapter on the carriage. The adapter was removed and reinstalled. This immediately fixed the problem.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the endoscope involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.